Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's sister reported the insulin delivery of the infusion device is inaccurate. The pt was hospitalized 3 months ago due to cramps, and the pt's blood glucose suddenly elevated to 1200 mg/dl. The pt is now at home and uses a pen for insulin delivery. No further info was available, and additional attempts to reach the pt were unsuccessful. The infusion device was requested for eval.